Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system w/prn there was an issue with tubing damaged. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system w/prn there was an issue with tubing damaged. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 6326400 our records show it was manufactured on november 7-12, 2016; it was determined that this is the only instance of defective tubing occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample was submitted for evaluation and testing; bd investigators subjected the sample to thirty iterations of clamp testing, but were unable to replicate the observed damage. Investigation conclusion: without the ability to replicate the reported failure mode bd cannot definitively determine the root cause for this complaint.